Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not be removed from the lead. The lead was not used and a new lead was implanted. The patient's condition was fine post procedure.